Event description:
The hcp reported that the pt was hospitalized for increase pain, nausea, diarrhea, body aches and fatigue. The hcp stated the pt was in withdrawal and that the pump was in stopped mode. When the pt received intravenous dilaudid, she felt better. The telemetry strips of the pump were reviewed and it was discovered that the pump update was not performed to completion, so the final restart command was not given. Three days later, the pt was reported to be doing well and was being sent home from the hospital. The pump was used to infuse dilaudid.